Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the order not crossed over the machine. The technical support center specialist revooted the bloated database server to resolve the issue. The system functioned as intended after the technical support center specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders are not crossing over the machine, its affecting a device. Customer has to set it on critical override so that the nurse could get the medications. There were no adverse events or injuries reported based on this event.